Event description:
New information received indicates no changes or interventions were performed. The patient condition was stable.

Event description:
It was reported that ventricular undersensing was noted on the patient's insertable cardiac monitor (icm). Further information was requested but not received.